Manufacturer narrative:
Evaluation: results - no device received for evaluation; no results available since no evaluation was performed, failure to follow instructions (balloons inflated beyond rated burst pressure), patient condition affected effectiveness of the device (calcified lesion, 90% stenosis); evaluation, conclusion: unable to confirm complaint (device not returned for evaluation), failure to follow instructions (balloon inflated beyond rated burst pressure),0 device failure / lack of effectiveness related to patient condition (calcified lesion, 90% stenosis). (B)(6). Date of article available online information could not be matched to any known to medtronic. Attempts made to obtain additional information. Indian heart journal 65(2013)469-473.

Event description:
It was reported that the physician was attempting to treat a mildly calcified lesion with 90% stenosis located in the rca mid. The physician proceeded to advance a 2.50mm diameter x 12mm length sprinter balloon to the proximal part of the lesion and inflated to 18atm but the distal lesion did not open and balloon was inflated to 24 atm and was reported to have ruptured. The physician followed up with a 2.0mm diameter x 12mm length nc sprinter balloon and inflated the device to 28 atm but the lesion did not dilate and the balloon ruptured. The physician then attempted to use a non medtronic balloon inflated to 14atm without success. It was noted that a dissection occurred. 2 further balloons (non medtronic) were attempted but both failed. It was reported that the patient became hypotensive. The physician decided after improving the patient's hemodynamics with medication to rotoblade the calcified lesion. The physician then attempted to use a 2.0mm diameter x 12mm length sprinter balloon inflated to 20atm but the lesion did not open fully enough to allow the stent to cross. The physician then switched to a non medtronic stent and advanced across the lesion with some reported difficulty. It was reported to have been deployed at 16atm with a significant under-expansion at the same site that had not yielded initially. The physician then used an oversized 3.0mm diameter x 12mm length nc sprinter balloon inflated to 18atm but the lesion within the distal part of the previously deployed stent did not yield in the unexpanded area. The physician followed up with a 2.5mm diameter x 9mm nc sprinter balloon inflated to 20atm and the lesion opened. Angiography showed timi iii flow with a well apposed stent with no dissection present. No further clinical sequelae were reported. Cine image review: procedural images contained in the journal article showed a non-selective angiogram with dye injected in the left coronary sinus demonstrating the anomalous origin of the right coronary artery. Selective angiogram of the anomalous right coronary artery demonstrated a long tight calcified lesion. Further images showed the 2.5 x 12 mm semi-compliant sprinter balloon was dilated up to 24 atm however, the lesion did not yield. Angiogram showing an ugly dissection nhlbi type b extended right up to the media. Parallel tracts were seen during contrast injection separated by a radiolucent area, with no persistence of dye in the dissection flap. There was mildly impaired timi ii flow distally. Images showed the rotational atherectomy with a 1.25 mm burr and successful atherectomy without propagation of the dissection. Subsequent images showed persistence of the waist at the distal part of the stent. After balloon dilatation with a 2.5 x 9 mm non-compliant sprinter balloon at 20 atm, the lesion opened. Check angiography showed timi iii flow with a well apposed stent, without any dissection or perforation.